Event description:
It was reported that volume discrepancy had occurred on two occasions. On (B)(6) 2015 the expected residual volume (erv) was 4.3ml and the actual residual volume (arv) was 0.3ml. On the date of this report erv was 4.1ml and arv was 0.1ml. The reporter alleged over-infusion. The patient did not report symptoms of overdose, though the patient did report feeling anxiety and shaky legs during the same time frame in which the patient had a knee replacement ((B)(6) 2015).the reporter noted that the pump was easy to fill and was not deeply implanted. The volume discrepancies were not the result of a programming error, and the reporter did not believe it could be related to a pocket fill. The reporter stated that they would likely replace the pump since this has happened twice. The pump was used to infuse hydromorphone and bupivacaine. No patient outcome was reported. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Event description:
Additional information was received from a healthcare professional. The troubleshooting performed related to the volume discrepancy included careful monitoring of actual residual volume and expected residual volume in the pump. The actions/intervention taken to resolve the volume discrepancy included pump explant and replacement on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from the consumer regarding the (B)(6) patient receiving hydromorphone (3.0mg/ml at 0.4689mg/day) and bupivacaine (8000ug/ml at 1250ug/day) via implanted infusion pump. The consumer stated that in march 2015 the symptoms began and there was a reservoir volume discrepancy of ¿several ml/2.6ml.¿ the volume discrepancies began starting (B)(6) 2015 and occurred ¿three months in a row.¿ the consumer also reported erv: 4.6ml and arv 0ml. The consumer reported experiencing problems of ¿horrible¿ withdrawal due to an empty pump (sweats, fever, and occasional vomiting) during that month. The consumer mentioned that they thought the symptoms were due to his knee issues. The patient stated he had no po (oral) medications until the knee replacement but then received po dilaudid and also took sleeping pills during a vacation because of ¿terrible¿ ¿tons of¿ sudden pain in the patient¿s glutes, thighs, shins, and left ankle (body areas that were supposed to be treated by the pump). The consumer had increased blood pressure. The consumer stated that this went on for the whole month of april. On (B)(6) 2015, the patient had a pump refill with reservoir volume discrepancies; it was ¿six days later that the knee replacement failed.¿ under fluoroscopy the needle was in the reservoir fill port and the reservoir and catheter were empty, per the consumer. The alarm never was activated because ¿they were still expecting over 4ml of drug left but there was no drug left¿ so he had no idea the reservoir was empty. The consumer mentioned that for (B)(6) 2015 he had no po medications and was ¿miserable then.¿ the consumer saw his primary care hcp (B)(6) 2015 for the symptoms with ¿office visits in between¿ and found out after the fact they were withdrawal symptoms. On (B)(6) 2015, a pump refill was performed and they lowered the daily dose ¿70%.¿ per the consumer, ¿when they were trying to figure out what was occurring with the pump, they would increase the intrathecal dose to 1.6, then lower it way down to 0.5mg then increase it again to 0.6mg.¿ the consumer noted that the dose was ¿1mg vs 6mg¿ when he had recently been in the emergency room. Replacement occurred on (B)(6) 2015. The consumer stated that the pump was to be sent to the manufacturer for analysis. The consumer noted that his blood pressure was down now and he hoped things would improve with the new pump.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).